Event description:
A laparascopy assisted vaginal hysterectomy was in progress when the long metal tip of the uterine mobilizer broke off in the patient's cervical canal.the broken metal piece was extracted by the surgeon without difficulty and with no patient consequences being reported.